Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm during an unspecified cycle of peritoneal dialysis. The alarm was cleared by the nurse prior to calling the technical service representative (tsr), therefore the troubleshooting could not determine a cause or any contributing factors. The tsr explained the alarm and possible causes for it. There was no patient injury or medical intervention associated with this event. No additional information is available.